Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) trial. It was reported that the patient experienced side branch stenosis. In (B)(6) 2013, patient presented a qualifying condition as mi with stable angina, abnormal fractional flow reserve and elevated biomarkers which indicated ischemia and was referred for elective cardiac catheterization which revealed one lesion. The 60% stenosed target lesion was located in the mid right coronary artery (rca) with a 3mm vessel diameter and 15mm lesion length. The lesion was treated with predilation using an unspecified balloon catheter and placement of a 3.00 x 20 mm study stent resulting to 0% residual stenosis. Baseline core lab angiography taken on the same day revealed 30% side branch stenosis at acute (ac) marginal. Post procedure angiography revealed 95% 'branch percent stenosis in ac marginal. The patient was discharged on dual antiplatelet therapy one day post-procedure.